Event description:
The customer reported that she had high blood glucose results while wearing a pod. She provided the following history. Time: 8:34 am, results (mg/dl): 236; 11:04 am, 197; 1:43 pm, 325; 3:18 pm, 382; 3:43 pm, 383; 4:44 pm, 311; 8:36 pm, 253, comment: walked 2.5 miles; 9:13 pm, 252, bolus 3.0u. She stated that her most recent result was 383 mg/dl. She deactivated the pod and stated that the cannula may be kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot quantification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns,"test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider". It advises, "if your blood follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."